Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm intermittently occurred. Customer changed pump supplies to address the occlusion. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 453 mg/dl and high ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the call with tandem technical support, the customer was still admitted to the hospital, but the issue had resolved and there was no permanent damage to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.